Manufacturer narrative:
(B)(4).

Event description:
It was reported "on (B)(6) 2025, the insertion site is the right internal jugular vein, the doctor found luer hub fiting has crack during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one connector assembly for analysis. Signs of use were observed. Visual inspection revealed a crack on the red arterial luer hub. Deformation was noted on both luer hubs. Minor crazing was observed. Device discoloration was noted. No other defects or anomalies were observed on any other portion of the returned device. Both luer connections were functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "establish and maintain catheter patency. Solution and frequency of flushing a venous access catheter should be established in hospital/institutional policy". A lab inventory syringe filled with water was used to flush each extension line. No leaking was observed from either luer hub or extension line. Leak testing was also performed per amrq-000075 rev.17 which states "7.3.4 extension line liquid leakage: the extension lines shall not leak liquid when tested in accordance with the method given in annex c of bs en iso 10555-1." Bs en iso 10555-1:2023 states "apply a minimum pressure of 300kpa. Maintain the pressure for a minimum of 30 seconds while examining the hub/connection fitting assembly and any other part of the catheter for liquid leakage, i.e. The formation of one or more falling drops of water, and record whether or not leakage occurs." Both luer hubs were individually attached to the leak tester. With the distal end of the metal cannulas occluded, the extension lines were pressurized to 320 kpa for 30 seconds. No leaking was observed. A manual tug test confirmed both luer hubs were securely attached to their respective lumens. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit instructs the user, "alcohol , alcohol-based solutions (e.g. Hibiclens, chloraprep), iodine-based solutions (povidone-iodine) peg-based ointments (e.g., bactroban), hydrogen peroxide, or exsept plus are accepted for use with this catheter at the exit site (including the juncture hub and catheter body). Ensure that solution is completely dry before applying an occlusive dressing. Warning: avoid excessive or prolonged use of alcohol-based solutions and ointments to clean catheter or site care." The IFU also instructs the user, "examine catheter and extension lines before and after each treatment for any signs of damage." The report of a cracked luer hub was confirmed through complaint investigation of the returned sample. Visual analysis revealed a crack on the red arterial luer hub and deformation on both luer hubs. Minor crazing was observed. Device discoloration was noted. The returned device passed functional testing, and there was no leak observed. A device history record review was performed, and no relevant findings were identified. Manufacturing and r & d engineering were contacted and it was determined that the observed damage is consistent with damage due to alcohol exposure. A non-conformance has been initiated to further investigate this issue. Based on the customer report and the sample received, the probable cause is likely design related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "(B)(6) 2025, the insertion site is the right internal jugular vein, the doctor found luer hub fiting has crack during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported " (B)(6) 2025, the insertion site is the right internal jugular vein, the doctor found luer hub fiting has crack during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".